Manufacturer narrative:
(B)(4). Date of event and relevant test/laboratory data - date is estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel, the xience prime stent delivery system (sds) was pressurized but would not inflate. There was no reported adverse patient effect. A non-abbott device was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.